Event description:
Patient reports having a colonoscopy on (B)(6) 2018 in which a throat biopsy was also performed. The patient noticed inflammation around his neck 7 days after his procedure. The inflammation progressively spread around his neck, throat and ears. The patient's blood labs came back negative, however, his urinalysis showed positive results so he was given antibiotics. He notes the antibiotics healed the inflammation but the soreness returned soon after. The patient experiences locked-jaw and pain from his neck to his ears to this day. He would like to know why his labs come back negative, yet he feels like an infection is growing inside of him.